Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported while drilling back after making the hole for the pl bundle during an acl reconstruction, the drill got stuck and then broke. It was used in positive rotation. The broken tip was removed using c-arm imaging. No back-up device was needed because the hole for graft was completed. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. Drill has broken where double helix transitions to 9 revs per inch. The drill is dramatically bent and uncoiled at the break area. No material voids are present at the break area. All attributes of the drill that could be dimensionally inspected were found to meet print specifications. Material assessment of the drill confirmed it met print specifications. Per the device IFU ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.